Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired five days after the system was explanted. No further information is available.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.